Manufacturer narrative:
On (B)(4) 2016, isi contacted the isi clinical sales representative (csr) who initially reported this event for additional information. The csr indicated that he was present during the surgical procedure when the reported failure mode occurred. The csr indicated that the snap-fit scalpel instrument and snap-fit paddle blade were inspected by the surgical staff prior to use and there were no issue noted. Per the csr, it was the site's first time utilizing the snap-fit scalpel instrument for da vinci surgical procedures. The csr denied that the snap-fit scalpel instrument collided with any other instruments during the procedure. The csr indicated that an x-ray performed on the patient showed the location of the blade accessory and the blade accessory was retrieved, no additional surgical procedure was required to remove the blade accessory and the planned surgical procedure was completed. The csr indicated that after completion of the surgical procedure, he installed a new blade accessory of the same type onto the snap-fit scalpel instrument and that he was unable to replicate the reported issue. The csr indicated that the blade accessory fit properly onto the snap-fit scalpel instrument and that he did not note any issues when he installed the blade accessory onto the instrument. The csr also indicated that his inspection of the instrument and the initial blade accessory found no damages. The csr indicated that the issue experienced by the site may have caused by improper installation of the blade accessory onto the instrument. The csr indicated that the site has declined to return the affected blade accessory and instrument, since no malfunction of the devices were found. The csr indicated that the site reported to him that there was no harm to the patient and the patient has not experienced any post-surgical complications as a result of the reported event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the snap-fit paddle blade accessory installed on the snap-fit scalpel instrument fell into the patient. The blade accessory was retrieved and no other fallen pieces were reported. The planned surgical procedure was completed. No patient harm or adverse outcome was reported.